Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. Vessel tortuosity was non-tortuous. Vessel calcification, proximal neck angulation and proximal neck thrombus were moderate. The proximal neck diameter was 19-20-19-16 mm in diameter over a 4.5-5.0 cm length. The endurant main body was deployed in the patient successfully; however the tapered tip was caught on the supra-renal stents when attempting to withdraw the device. The physician tried to advance the delivery system forward and when doing so, the graft cover pushed the ipsilateral limb out of the common iliac into the patient¿s aorta. By way of torquing the delivery system it was able to be removed successfully; a endurant iliac limb was implanted to extend the ipsilateral side. The case was successfully completed and no endoleaks were present. The steps for delivery system removal were followed per the IFU. No clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (inaccurate delivery, removal difficulty), (unknown cause of event), patient's condition affected effectiveness of device (anatomy related; small diameter proximal aortic neck containing thrombus). Conclusion: (unknown cause of event), known inherent risk of a procedure (inaccurate delivery, removal difficulty), device failure/lack of effectiveness related to patient condition (anatomy related; small diameter proximal aortic neck containing thrombus).